Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 13 mmol/l. The customer was hospitalized and was treated a glucose drip. The customer stated that they had lost the battery cap on their insulin pump before the hospitalization. The customer' blood glucose level was 367 mg/dl. The customer was sent a new battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.